Event description:
Same case as MDR #2134265-2012-03262. (B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction occurred. In (B)(4) 2010, the patient presented with unstable angina. The 70% stenosed, 16mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.8 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 12 mm taxus liberte stent and a 2.50 x 8 mm taxus liberte stent. Following post dilatation residual stenosis was 0%. The subject was discharged the next day on aspirin and prasugrel. In (B)(6) 2012 - the patient presented with a non-st elevation myocardial infarction. Medication was given and angiography without revascularization was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, coronary angiography performed revealed the jailing of the third diagonal by the taxus liberte stents placed in mid left anterior descending artery(lad). Laboratory investigations revealed elevated cardiac enzymes consistent with protocol definition of myocardial infarction. As per angiography findings, no intervention was performed. Two days later the event was considered as resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).